Manufacturer narrative:
Insulin pump was received with a33 alarm during basic occlusion tes and unable to prime the insulin pump during the prime test due to a protruded/loosed drive support disk. Scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip noted.

Event description:
It was reported that the insulin pump alarmed during the manual prime and insulin was squirted out. Blood glucose level was 525 mg/dl. Troubleshooting was performed. Customer was advised to remain disconnect from the pump. The device was not dropped or bumped prior to alarm. The drive support cap was protruding and was not pressed by the customer. Customer was advised to discontinue the use of the pump and revert to back plan. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.